Event description:
Customer's spouse reported that the customer has received constant no delivery alarms and they went through almost a box of sets in less than a month. It was stated that the issue started 3 weeks back and most recent event was on (B)(6) 2015. Customer's spouse reported that the customer experienced high blood glucose of over 600 mg/dl. It was stated that the insulin pump had been shutting off and the alarm history showed and unexpected restart alarm, an external ram error alarm and a program alarm anomaly. The insulin pump passed the selftest. It was stated that a temporary basal was not programmed before the unexpected restart and the insulin pump was stored or not in use for an extended period of time. Customer's spouse declined further troubleshooting and stated that the insulin pump felt hot and requested it to be replaced due to recurring issues. . It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.